Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation. A photo was provided which only shows the deployment wheel of the delivery system separated from the grip with the tether being disconnected from the slide block, while the slide block is not shown on the photo; the system was manipulated after the issue so that an alleged device deficiency could not be verified. Based on information available an alleged device deficiency could not be verified and the investigation is closed with inconclusive result. A definite root cause could not be determined. The reported indication to treat an aneurysm represents an off label use of the device. Labeling review: review of the relevant labeling was conducted. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states "(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation the states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And ¿access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035 inch (0.89 mm) guidewire across the target lesion'; the packaging pictograms indicate the use of a 0.035" guidewire.¿ the reported indication to treat an aneurysm represents an off label use of the device. The states: "the safety and effectiveness of the device when placed across an aneurysm or a pseudo-aneurysm has not been evaluated." H10: b5, d4 (expiration date: 09/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac via contralateral approach, the delivery system was allegedly broke. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the delivery system was allegedly broke. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Device not returned.